Manufacturer narrative:
Investigation: investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: as no samples or photos were received for evaluation, the customer's indicated failure mode was not observed by bd. Root cause description: as there was no sample or photo available for evaluation, a root cause could not be determined. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd vacutainer® ultratouch¿ push button blood collection set experienced blood spatter/leakage during use. The following information was provided by the customer: during the blood collection the blood leaked from the canulla underneath the green wings the customer reported that blood was leaking from the device from below the wings of the wingset. The customer did not specify where exactly the leakage was located (cannula or tubing or else).

Manufacturer narrative:
Medical device type: jka; fpa. Common device name: blood specimen collection device; intravascular administration set (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd vacutainer® ultratouch¿ push button blood collection set experienced blood spatter/leakage during use. The following information was provided by the customer: during the blood collection the blood leaked from the canulla underneath the green wings. The customer reported that blood was leaking from the device from below the wings of the wingset. The customer did not specify where exactly the leakage was located (cannula or tubing or else).